Manufacturer narrative:
(B)(4). Concomitant product: item: 10-1500-054, im femoral nail, 10mm x 36cm, right, lot: 7840301; item: unknown, unknown orthopediatrics screw, lot: unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that during a planned removal of a intermedullary nail, two screws were discovered to be fractured. Osteotomy was healed and the fractured screws remained in the patient. A delay great than thirty minutes was noted. No adverse events have been reported as a result of the malfunction.